Event description:
On (B)(6) 2024 patient underwent repeat c-section. During surgical procedure the tip of a pair of straight mayo suture scissors broke off. The scissor tip was not retained in the patient and there was no harm to the patient.